Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported one contact on the patients lead displayed high impedance resulting in ineffective therapy. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the octrode lead was complete with slight discoloration in the lead body and lead failed the impedance test due to broken wire. The cause of the event remains unknown.